Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding and hemolysis. Additionally, section 6 ¿patient care and management provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information provided that there was no history of gastrointestinal bleeding. The exact onset of the gastrointestinal bleeding was unclear. The patient visited the hospital on (B)(6) 2024, complaining of palpitations. Anemia was detected, which led to hospitalization and further examination, which revealed gastrointestinal bleeding. No anemia was observed during a check up on (B)(6) 2024. An upper endoscopy was used as diagnostic testing, and bleeding was identified from the descending part of the duodenum. Hemostasis was achieved using endoscopic clipping during the upper endoscopy, and the patient had no further episodes of anemia or recurrent bleeding since. If bleeding recurred, discontinuation of aspirin therapy would be considered.

Event description:
It was reported that the patient was admitted from (B)(6) 2024 and had major bleeding from the upper gastrointestinal tract. The patient received a transfusion of red blood cell concentrate on (B)(6) 2024, and they received less than 4 units in 24 hours. The clinical laboratory values closest to the adverse event date were as follows: on (B)(6) 2024, the prothrombin time was 2.7 international units, activated partial thromboplastin time (aptt) was 37 seconds, and the platelet count (plt) 190,000 platelets per microliter. The patient was on warfarin and aspirin at the time of the event. They received an upper endoscopy. The cause of bleeding was due to complexity of medical management, likely related to the device as bleeding from duodenal angiodysplasia was likely associated with shear stress from ventricular assist device (vad).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.